Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet® solent¿ distal catheter was successfully prepared for a thrombectomy procedure in the right iliac vein. After the device was placed inside the body, aspiration was initiated. It performed one pump and then stopped. It did not work at all. The device was removed from the body. A different device was used to complete the procedure. There were no patient complications and the patient was fine.